Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformance's or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
Additional information: d10, h3 plant investigation: twenty-four unused, companion samples were returned to the manufacturer for physical evaluation. The combi sets were returned from the customer in their original packaging. A visual inspection of the returned samples did not find any abnormalities. The venous and the arterial lines were closely inspected and determined to be acceptable. No separations were noted. One of the combi sets was set up on a fresenius 2008t hemodialysis (hd) test machine, and a simulated treatment was initiated. The combi set worked as intended and the testing was completed without any failures. There were no disconnections or leaks during the testing period (coming from the heparin line or the heparin pump). No air bubbles were noted inside the system and no alarms occurred. The alleged failure could not be duplicated. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The companion sample that was tested performed as designed and an associated cause could not be determined.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A clinical care coordinator reported that a fresenius combi set disconnected during a patient¿s hemodialysis (hd) treatment, resulting in blood loss. The heparin line on the arterial end of the bloodline reportedly disconnected from the heparin pump. It was reported that this occurred approximately halfway through the patient¿s treatment. A small amount of blood was observed leaking from the bloodline due to the disconnection. The patient¿s estimated blood loss (ebl) was reported to be less than 5 ml. The operator immediately clamped off the lines and returned the patient¿s blood. The machine, a fresenius 2008t, did not alarm. There were no visible defects on the combi set, and nothing out of the ordinary was noticed during the prime. The reporter confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being set up with new supplies on the same machine. The combi set was discarded after the incident and therefore was not available to be sent back for a physical evaluation.